Event description:
Provider states that the joystick will not turn off and the green light is always flashing. Provider noticed upon inspection that the joystick was very loose and wobbly like. Something was stripped in the attachment to the chair. No additional information provided.